Manufacturer narrative:
No device was returned for evaluation. The only photograph provided was of the kit label which serves no purpose in the investigation. The contract manufacturer conducted a review of the manufacture records for the lot number reported. The investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test is designed to detect any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device the complaint cannot be confirmed, and a root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2025, at approximately 14:45, a 63-year-old male patient with chronic kidney disease stage 4 was scheduled for an elective tunneled permacath insertion via the right internal jugular vein under local anesthesia in the operating room. The procedure was performed under full aseptic precautions with ultrasound and c-arm guidance. The catheter was inserted successfully and confirmed to be patent. However, on final intraoperative imaging, the proximal portion of the catheter was noted to be fractured, with the retained fragment migrating intravascularly into the inferior vena cava (ivc). The procedure was terminated, and the patient remained hemodynamically stable. Intravenous heparin 5000 iu was administered, and the patient was monitored in the recovery room before being transferred back to the ward. Due to the unavailability of intravascular retrieval equipment (snare device) at the facility, arrangements were made to refer the patient to (B)(6) hospital, (B)(6). The referral was accepted by the receiving interventional radiology team, and the patient was transferred via ambulance in stable condition for further management.